Event description:
It was reported that while transferring the implant from the implant vial to the patient, the implant fell off the ratchet because it does not hold tightly. Another implant was used to complete the surgery.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Brand name: unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number: unknown / not provided. Last name: unknown / not provided. PMA/510(k): not available. Device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. However, the associated item was returned for evaluation. Visual evaluation of the returned implant identified signs of use. Functional testing with an in-house component to recreate the reported event verified that the implant did not disengaged as was reported. No malfunction was noticed during product evaluation that will contribute to the event. The length of the driver's usage is unknown and likely continues to be in use. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complainant reported that while transferring the implant from the implant vial to the patient, the implant fell off the placement driver because it does not hold tightly. The reported complaint could not be verified.

Event description:
No further event information is available at the time of this report.